Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011719723); product type: 0195-heart valves.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with a heavily calcified native valve, a pre-implant balloon aortic valvuloplasty was performed. Following initial deployment, the valve was recaptured due to shallow positioning. An infold was observed in the valve frame during the first recapture. Following a second deployment attempt to a depth of 3 mm on the non-coronary cusp and 3 mm on the left coronary cusp, the infold persisted. Subsequently, the valve recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. The procedure was delayed by approximately 10-minutes. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected data: d4 - expiration date h4 - device manufacture date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.